Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increasing shock impedance. Technical services (ts) reviewed the reports and suggested troubleshooting actions. The plan is for an in-clinic evaluation of the system integrity. The lead remains in use. No adverse patient effects were reported.